Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had been dim for the past three months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the pump booted on to the verify screen and was dim with a pink contrast. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.